Manufacturer narrative:
This report is submitted on may 06, 2021.

Event description:
Per the clinic, the patient experienced an mrsa infection in the radical cavity and was treated with oral antibiotics for 3 months (B)(6) 2020 to (B)(6) 2021. The device was explanted (B)(6) and it is unknown if reimplantation is planned at the time of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 7, 2021.